Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited episodes of post-paced t-wave oversensing. Programming changes were suggested. No further information was available.